Event description:
The customer reported to olympus, the endoscope reprocessor tested positive for microbial contamination. The issue was found during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the user cleaning disinfection and sterilization practices (cds) practices and the legal manufacturer's final investigation. Additional details were received regarding the cds of the user where: precleaning: - performed immediately after the procedure - water is aspirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear - the forceps elevator is moved to raise and lower 3 times in water during aspiration - the air/water channel was flushed with water and air using mh-948 manual cleaning: - the time from pre-cleaning to manual cleaning was less than 60 minutes - leak testing was performed and passed - the detergent used for manual cleaning is unknown - the brushed points were the instrument/ suction channel, suction cylinder, instrument channel port and forceps elevator - the forceps elevator was raised and lowered three times when submerged in the detergent solution - the forceps elevator was flushed - the distal end is flushed with maj-2319 disinfection: - a oer-4 manufactured by olympus is used with endoquick detergent and acecide disinfectant - there were no defects on the automatic endoscopic reprocessor (aer) - all channels were connected with cleaning tubes when the endoscope was setting up into the aer - the disinfectant was used within its expiration date - the minimum effective concentration (mec) of the disinfectant solution was meet - the water quality of the rinse water was not controlled - the water filter was not replaced in accordance with the instructions for use (IFU) storage: - the device is wiped clean with a towel/paper - the device is stored without a drying cabinet the reprocessing steps provided by the user were reviewed where the following deviation from IFU was confirmed: - periodical replacement of the water filter of the reprocessor was not carried out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing was insufficient due to the deviation and the final rinse water of oer-4. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.